Manufacturer narrative:
On (B)(4) 2011, a bec field service engineer (fse) determined a failing vacuum pump was the cause of the vacuum loss. The fse replaced the vacuum pump and the issue was resolved. The fse verified hardware and performed a system check within instrument specifications. The customer completed daily maintenance and performed qc within their established ranges after fse repairs were completed. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) hotline to report a leak from the access2 instrument. During troubleshooting with hotline, it was determined that there was no vacuum pressure on the system which was causing the wash tower to leak. The customer cleaned the spill using the proper personal protective equipment. No exposure to hazardous fluids or injuries to the user were reported. No false results were generated due to this event.